Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #2) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol bard flat mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) on (B)(6) 2005 and an unspecified bard/davol perfix plug (device #2) on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1) and the perfix plug (device #2). It is also alleged by patient's attorney that the patient had unspecified injuries related to a defect in the bard mesh (device #1) and the perfix plug (device #2), and underwent revision surgeries on (B)(6) 2011 and (B)(6) 2014. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #2) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b7, d.4, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) on (B)(6) 2005 and an unspecified bard/davol perfix plug (device #2) on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1) and the perfix plug (device #2). It is also alleged by patient's attorney that the patient had unspecified injuries related to a defect in the bard mesh (device #1) and the perfix plug (device #2) and underwent revision surgeries on (B)(6) 2011 and (B)(6) 2014. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2005 - patient was diagnosed with incarcerated recurrent right inguinal hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿the previous right inguinal surgical scar was excised. Previous right inguinal hernia repair was noted. An incarcerated inguinal hernia sac medial to the right inguinal canal represented a medial recurrence. The hernia sac was dissected free and reduced. Three separate small hernia defects within the floor of the right inguinal canal were noted and were imbricated with suture. A bard flat mesh (device 1) was placed and secured with sutures.¿ on (B)(6) 2011 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device 2). Per op notes, ¿a transverse incision was made over the right inguinal canal along the previous surgical scar. Adhesions were noted and dissected. The mesh (device 1) was identified and noted to be separated from the pubic tubercle. Medial recurrence of the previous right inguinal hernia repair was noted. The hernia sac was protruding between the pubic tubercle medially and the medial edge of the mesh laterally. The hernia sac was reduced and the defect was repaired by placing a perfix plug (device 2) into the hernia defect and secured with sutures.¿ on (B)(6) 2014 - patient was diagnosed with recurrent right inguinal hernia, umbilical hernia and ilioinguinal nerve entrapment thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿a curved incision was made at the inferior edge of the umbilicus region, the hernia sac was identified and reduced. A synthetic mesh was placed and secured with sutures. The right groin old scar was excised. A small defect was noted in the mesh and nerve appeared to be entrapped laterally. The edge of the mesh was freed up lysing the nerve. The medial defect was repaired with sutures and the mesh was tacked with sutures.¿